Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting prematurely. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.